Event description:
It was reported the patient presented prior to a routine generator exchange. During interrogation, it was discovered the right ventricular lead exhibited high capture thresholds and high pacing impedance. It was observed that the lead was fractured. The lead was capped and replaced on (B)(6) 2023. The patient was discharged from the hospital after the procedure.